Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two dignishields had failed in a short period of time. One had ended up between the bed frame, causing the lumen to tear. With the same patient, another dignishield had broken in the same way. However, this second time, it was not possible for the lumen to ended up between the bed rails. The tear in the lumen was too close to the patient. Lot number of the second dignishield: ngjq2552. Same as the first one.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The reported event was confirmed cause unknown. A visual evaluation of the returned sample identified one opened unit (in original packaging) of dignishield smsoo2e, batch number ngjq2552. The sample showed evidence of prior use. The sample was tested related to holes, tears, and rips. During visual inspection, it was confirmed that the inflation port was torn, indicating a material integrity failure. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two dignishields had failed in a short period of time. One had ended up between the bed frame, causing the lumen to tear. With the same patient, another dignishield had broken in the same way. However, this second time, it was not possible for the lumen to ended up between the bed rails. The tear in the lumen was too close to the patient. Lot number of the second dignishield: ngjq2552. Same as the first one. Per follow up information received via ibc on 29aug2025, stated that there had been no direct impact for the patient. Only the change of equipment and placement of an extra dignishield.